Manufacturer narrative:
(B)(4). The customer reported that alarms did not occur at the central station when a patient coded. The staff reported that the patient was in the restroom and the pt fell during the code and the pt's leads came off. The pt subsequently had an add'l code and expired. If alarms did not occur and this issue occurred again, pt harm could occur in a subsequent incident. Based on available info, the risk mgr is uncertain if a malfunction occurred. The biomedical engineer reported that the alarms had been silenced, per the alarm log from the involved monitor. A patient died but the available info is not sufficient to determine if the use of the monitor was a factor in the death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that alarms did not occur at the central station when a patient coded.